Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels (387 mg/dl). Elevated bg levels were treated via pump boluses and vigorous exercise. System check was performed with tandem's technical support, and the pump performed as intended. Recommendation was made to change out the insertion site, however the customer had changed out the site approximately 30 minutes prior to contacting tandem's technical support. The customer will take appropriate measures to manage bg levels.